Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of their parkinson's disease rigidity. The physician determined the loss of therapy was the result of the magnetic resonance imaging (MRI) mode being activated without patient intervention. Medication was prescribed; and once MRI mode was turned off and stimulation was turned back on, the patient's symptoms resolved.